Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced a tenderness and discomfort around the pocket site. Inadequate stimulation was also reported. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.